Manufacturer narrative:
The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Metallic foreign body detected and removed in the left eye by the customer at the 1 month post op appointment. An oral steroid was not prescribed. Topical steroid dosage was not increased. A flap lift and rinse was not performed. Patient did not experience a loss of best corrected visual acuity. Pre-op bcva was 20/20 in both eyes.